Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a dislocation occurred. Surgeon relocated implant.

Manufacturer narrative:
The associated devices were not returned to be evaluated. A review of the manufacturing records did not reveal any abnormalities that could have contributed to the reported issue. No medical information or operative notes provided to include in the clinical analysis. Based on review of radiographic images provided a procedural variance likely contributed to this reported event. No further clinical assessment is warranted. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision hip surgery was performed due to dislocation. The liner was exchanged during the revision.